Event description:
It was reported that the patient stated that one of the leads had been 'faulty' since it was implanted. It was noted that the patient lacked stimulation on their left side, which was where pain relief was needed the most. The patient stated that 'the pain has gotten worse gradually over the last few years.' It was stated by the patient that her 'degenerative disc disease was putting pressure on her nerves.' It was stated that the patient had been trying to schedule a reprogramming appointment at their doctor's office. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v027462, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3550-29, lot# n142182, implanted: (B)(6) 2008, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).